Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, it was discovered that the atrial lead exhibited noise. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The event of noise was confirmed. Final analysis found the partial lead of the distal portion was returned in one piece. External insulation abrasion exposing the outer coil was noted at 34.6cm to 34.9cm from the distal tip. The cause of the reported event of noise was isolated to an abrasion consistent with exposure to constant friction with the device can. No conductor fractures or internal shorts were noted. No other anomalies were noted.